Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as normal device longevity was confirmed.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.